Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A78087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, post coital bleeding, nausea, vomiting, diarrhea, endometriosis and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), depression ("depression"), migraine ("migraines / headaches"), ovarian cyst ("ovarian cyst") and abdominal pain lower ("down right lower quadrant pain"). The patient was treated with surgery (she had dilation and curettage. And total robotic hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, depression, migraine, dysmenorrhoea, fatigue, alopecia, ovarian cyst and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Lot number: a78087 manufacture date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A78087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, bleeding, nausea, vomiting, diarrhea, endometriosis and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), depression ("depression"), migraine ("migraines / headaches"), ovarian cyst ("ovarian cyst") and abdominal pain lower ("down right lower quadrant pain"). The patient was treated with surgery (she had dilation and curettage. And total robotic hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals, depression, migraine, dysmenorrhoea, fatigue, alopecia, ovarian cyst and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporters added, medical history, historical drugs and laboratory data were added. Updated essure indication added lot number. On (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). On (B)(6) 2017, she explanted essure. Injury evens was replaced with event abnormal bleeding (vaginal, menorrhagia), allergic nickel, depression, migraines / headaches, dysmenorrhea (cramping), pain, fatigue, hair loss, ovarian cyst, down right lower quadrant pain. Case upgraded to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.